Manufacturer narrative:
Follow-up #1: date of submission 01/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: the pump powered on normally with functional auditory and vibratory features. The pump¿s audible tones and vibrations were tested and were found to be functioning properly. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.